Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk2325, and no nonconformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: clarify the issue-did the sutures break or the needle pulling out from suture thread. Needle pulling out from suture head. Did 6 devices had issue in one procedure? If yes, did all 6 had issue during actual suturing? If no, for each device state when did the issue occur? All issues were during suturing in one breast lift/augment procedure. -if no, please provide specific number of procedures involved. For each procedure a separate pc should be opened with following information- event date? (B)(6). Procedure name? - mastopexi/augmentation quantity involved? - six lot number if different? Same. Event description stating when during the procedure did each device had the issue. Any adverse patient consequences? If yes, explain and state what medical/surgical intervention was provided to manage them. No adverse event to patient. Clarify the issue-did the sutures break or the needle pulling out from suture thread. Sutures broke at needle. Note: medwatch for reported event submitted via 2210968-2019-80698, 2210968-2019-80700, 2210968-2019-80701, 2210968-2019-80702, 2210968-2019-80703.

Event description:
It was reported that the patient underwent breast augmentation procedure on (B)(6) 2019 and suture was used. During the procedure, the needle pulled out from the suture head and broke off at the needle. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected. The samples were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the samples received, the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # : (B)(4).